Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An xtw clip (40422a1068) was inserted and deployed on the mitral valve without issues. To further reduce mr, an additional xtw clip (40523a2049) was inserted and grasping was performed next to the implanted clip. However, grasping was noted to be difficult as the clip was not perpendicular to the line of coaptation. After multiple grasps, it was observed the first clip had perforated the posterior leaflet. It was stated the two clips never came in contact with each other. The perpendicularity of the second was adjusted and the leaflets were able to be grasped. The clip was deployed, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the unspecified tissue injury appears to be due to fragile leaflet tissue and is therefore related to patient conditions. Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.